Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000163, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the tray #1 batteries were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. During equipment setup, the image acquisition system (ias) battery indicator light panel showed a red flashing light ("3 blues levels and 1 red flashing first light bar"). It was determined tray #1 had a faulty battery that failed to hold a charge. The manufacturer representative went to the site, inspected the system, and replaced the battery. The issue was considered resolved. The issue did not result in procedure delay. The procedure was aborted and rescheduled. There was no impact on patient outcome. The system was down from (B)(6) 2019 to (B)(6) 2019. No complications were reported/anticipated.